Event description:
Customer reported unexpected positive reactions(1+) at the immediate spin(is) phase with gammaclone anti-d, when testing a patient sample previously typed as rh negative, weak d negative. Weak d testing resulted as positive(1+). Methodology is tube testing. No adverse reactions or transfusion of red blood cells occurred as a result the unexpected positive reactions.

Manufacturer narrative:
Repeat testing performed on the current sample also resulted as positive (1+) at the is phase. Repeat testing performed with a second sample resulted as positive (2+) at the is phase. In-house testing was performed. Ip sample anti-d, lot dmb64-3, was tested with selected reagent red cells of various rh phenotypes, including weak d. The expected reactivity was observed in all testing. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.